Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient was not happy with the vision since day one. Hence the lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for explant was maladaptation. Additional information has been received stating that there was no patient harm.